Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/17/2017 to the present date 09/30/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for no power on the logic board which does not correlate to the customer reported issue.

Event description:
It was reported that the device had a damaged case. There was no reported patient involvement.